Event description:
Additional information received indicated the ble was turned off due to user error initially. There were no reported patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. It was noted that the ble telemetry was turned off and was resolved by turning it back on. There were no patient consequences reported. Additional information was requested but not received.